Manufacturer narrative:
The sample was received for evaluation. The lot number of the reported device was not provided therefore no device history review (DHR) could be performed.. Visual and functional testing were performed and the reported issue could not be confirmed. During visual inspection, no damage to the sample was observed. During functional testing, the sample was found to pass the inflation testing. Manufacturing controls are in place to help prevent occurrence of the reported issue. The root cause of the reported issue could not be determined. Operator of device is patient/consumer. If initial reporter also sent report to FDA is no. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that during pre-test, the cuff was found asymmetrical. No patient involvement.